Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24-nov-2025 it was reported via email by the arthrex clinical research team that the following information was obtained from a clinical study: patient underwent left knee medial unicompartmental arthroplasty utilizing ibalance uka on (B)(6) 2019. During follow-up on (B)(6) 2022, it was noted that the patient initially did well but over the past 5 to 7 months has experienced deteriorated left knee pain. She has limited pain to the surgical site, but notes that her knee frequently swells, during which time she gets posterior knee pain. She denies instability or any new trauma. Patient maintained near-full range of motion but did lack a few degrees of full extension that patient states has been the case ever since her surgery. Radiographs were obtained, and it was noted that there was halo-ing around the cement and the tibial tray. It was also noted that there appeared to be some acl insufficiency and apparent loosening and instability of the femoral component. A CT scan and infectious labs were obtained. During follow-up on (B)(6) 2022, CT and labs were reviewed. Labs were negative. It was noted that the CT review showed some mild subluxation which could indicate some ligamentous insufficiency. Medrol dosepak was ordered, as well as some physical therapy for muscular strengthening and modalities. During follow-up on (B)(6) 2023, x-rays were obtained. On the lateral view of x-rays, the femur component is located posterior to the tibial component. Severe arthritis was seen over the lateral aspect of the knee. Due to ongoing pain and wear of knee prosthesis components, patient underwent revision surgery on (B)(6) 2023.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a patient-specific event. The complaint allegation was not confirmed. No evidence of that failure was received.